Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a green liquid oozing from the system controller's black cable. A small tear in the cable was visible where the liquid was coming from. The controller was exchanged.